Event description:
On (B)(6) 2004, bilateral left inguinal hernia repair implanting bard flat mesh. Also, incisional hernia repair implanting composix kugel mesh. It was noted that a panniculectomy was also performed during this surgery both prior to and following the hernia repairs. On (B)(6) 2005, repair of recurrent incisional hernia and recurrent left inguinal hernia with placement of non-bard mesh. The composix kugel mesh was noted to have separated from the fascia at the upper third of the mesh. A "component separation" was performed allowing the mesh to be re-secured under no tension. On (B)(6) 2006, repair of recurrent incisional and inguinal hernias with non-bard mesh and explants of composix kugel mesh and non-bard mesh plug. Ck mesh was dissected off the peritoneum and the inferior fascia and removed. It was noted that the bard flat mesh had retracted off the internal oblique recreating a direct defect. There was no mention of manipulation or explant of this mesh. Recurrent hernia defect was repaired with non-bard mesh presumably placed over the bard flat mesh.

Manufacturer narrative:
Initially one event was reported by the pt's attorney (reported to the FDA via MDR #1213643-2007-00672). However, review of the medical records showed there to be an add'l implant. Subsequently, davol, inc is submitting this MDR based on the add'l info received. The pt has multiple co-morbidities including morbid obesity, htn, and several abdomen surgeries. There is no indication in the medical records that the remaining bard flat mesh was defective or if it may have caused or contributed to the reported issues experienced after implant. The medical records indicate that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided therefore, a mfg review of the device history records could not be conducted. No sample has been returned as the mesh remains in the pt. With the currently available info, no firm conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.